Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempt to replace a paddle lead with an octode lead on (B)(6) 2019 (ref 1627487-2019-12588). There was cerebrospinal fluid leakage and the procedure was aborted.